Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Plaintiff reported right side one or more biocell devices caused personal injuries and damages including but not limited to the following: removal of implants due to fear alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, cellular changes and damage of breast tissue, inflammation, evaluation for alcl, pathological testing of surgical specimens, explant, capsulectomy, contracture, discomfort, tightness, asymmetry, reconstruction and re-implantation, pain, itching, scarring; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl.